Event description:
Related manufacturer reference number: 2017865-2022-22173. It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead was sensing atrial activity. Imaging confirmed the atrial and right ventricular leads had dislodged. While attempting to reposition the leads, the helix on the right ventricular lead would not retract. The right ventricular lead was explanted and replaced. The atrial lead was successfully repositioned on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of helix failing to retract was confirmed while the reported events of dislodgement and far-p oversensing were not confirmed. X-ray showed the inner coil was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical, visual, and helix analysis found no other anomalies.